Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of cautery pin detached.

Event description:
It was reported to boston scientific corporation that a rotatable snare device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the cautery port was not screwed in this was found during unpacking, and the device was not used. The procedure was completed with another rotatable snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of cautery pin detached. Block h11: the returned rotatable snares was analyzed, and a visual evaluation was performed, and it was found that the cautery pin was detached from the handle. No other problems with the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of cautery pin detached was confirmed. Investigation found that the cautery pin was detached from the handle inside its unopen pouch. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.

Event description:
T was reported to boston scientific corporation that a rotatable snare device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the cautery port was not screwed in this was found during unpacking, and the device was not used. The procedure was completed with another rotatable snare device.